Event description:
Information was received indicating that this ambulatory infusion pump exhibited a error codes. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received. No patient involvement, discovered during bench test. Updated event date.